Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that "problem with pc" error was displayed on the screen and continuously restarts with no resolution. A field service engineer started reimaged and put the new hard drive in and put all pyxis on, synchronized. Turned down the duplex speed to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had problem with pc, displays on screen and it continually restarts with no resolution. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.